Event description:
This serious unsolicited device case was received from (B)(6) on (B)(6) 2013 from a physician. This case concerns male pt (age unk) who experienced swollen knee and large effusion-a reactive response after receiving treatment with synvisc injection. The pt had medical history of previous device implantation with synvisc (2 treatments). No past medications, concurrent conditions and concomitant medications were reported. On an unspecified date (5-6 years ago), the pt started treatment with synvisc injection (dose, route, batch/lot number and expiration date unk). On unspecified dates, the pt had swollen knee and had a large effusion which was a reactive response. The pt was hospitalized and arthrocentesis was performed (amount aspirated was unk). Action taken: unk. Corrective treatment: hospitalization and arthrocentesis for swollen knee. Outcome: recovered/resolved.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number of (B)(4) and conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a male pt who experienced swollen knee and large effusion-a reactive response, whilst receiving intra-articular hyaluronic acid for an unk indication. However, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.